Event description:
Info received, indicates the right siderail is not latching due to a missing push tube.

Manufacturer narrative:
The technician replaced the siderail push tube for the latch to repair the bed.